Event description:
It was reported that the patient had been hospitalized for an unknown reason; however, the patient stated that the hospitalization was associated with diabetes. No blood glucose values were provided. The patient declined to provide any additional information. Additional good faith effort (gfe) attempts were made to obtain further information; however, no additional details were obtained. Information is limited.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.